Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the scb45 staples malformed on the lobar bronchus. Another device was used to complete the case. There was no consequence to the pt.